Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that before removing the sensor, the isig was updating. Their blood glucose was 88 mg/dl. After they removed the sensor, the customer said that the sensor electrode was too short. The sensor will not be returning for analysis.